Event description:
N/a.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that intra-aortic balloon (iab) therapy was initiated but the fiber optic sensor could not be calibrated and could not be used. There was no patient harm or adverse event reported.